Manufacturer narrative:
A specific root cause was not identified. Additional information was requested for investigation but was not provided. The customer has not returned any product. No information was provided in the complaint that would point to a cause for the discrepant results. Since no product was returned, the investigation could not be completed.

Manufacturer narrative:
(B)(4). The test strips are no longer available to return.

Event description:
The customer¿s son complained that the customer received erroneous inr results on coaguchek xs meter with serial number (B)(4). The date of event was not known. The date of event is an approximation. The customer had tested at home on the meter at approximately 11:00 a.m. And obtained a result of 2.8 inr. The customer had been having issues with breathing and chest pain and went to the hospital based on his symptoms. The customer was tested in the emergency room on "the same meter he had at home" at approximately 3:00 p.m. And the result was 2.0 inr. The customer stated the same finger may have been stuck for this test. The customer¿s therapeutic range is 2.5 ¿ 3.4 inr. The customer had a chest x-ray, unspecified blood work was performed and he was given an unknown shot, so a cardiac catheterization could be performed. All tests came back normal and the customer was released. No changes were made to his warfarin dosage. There was no adverse event related to the device. The customer¿s chest pain subsided. The customer is currently feeling fine. The customer is having dizzy spells unrelated to the device. The customer is not anemic or polycythemic. The customer is not on heparin and is not on any other anticoagulants. The customer does not have antiphospholipid antibodies. The customer¿s warfarin dose had been changed prior to the event; however, the customer was not able to specify what that change was. There were no other changes to customer¿s medications. The customer had no dietary changes. The meter and test strips were requested for investigation, however the test strips are no longer available to return. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.